Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 8 year and 6 months after initial implant. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.